Manufacturer narrative:
Medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown; a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd phaseal¿ injector luer lock n35j when healthcare provider was preparing aclarubicin hydrochloride(chemo) the needle was exposed when disconnecting the p50j and the drug leaked. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: (B)(6) lab received one returned sample. The sample was received activated. The grips were damaged and they were out of their place. Consequently, the needle is exposed. No issues were found during the connection of the protector to the injector. Some damage was found on the protector. Several inspections and tests are carried out during manufacturing process to avoid faulty parts. As the lot is unknown, DHR cannot be checked. Broken safety sleeve: customer complaint for the exposure of the needle during disconnection. (B)(6) lab evaluated the returned sample. Based on (B)(6) report (28/feb/2018). The sample was received activated. The grips were damaged and they were out of their place. As consequence, the needle is exposed. No issues were found during the connection of the protector to the injector. Inspections and tests the tests performed during the manufacturing process to avoid faulty parts are listed below: during molding process (according ph-300 current version): visual inspections for injector parts (cylinder, needle housing, safety sleeve, piston and membrane) are performed by the operator to avoid faulty parts (flashes, unfilled and burned parts, etc). Critical to quality dimensions of all injector components are measured to check if the dimensions are within tolerance. Assembly process: (according to ph-301 current version) the following visual inspections are performed by the operator: safety sleeve must be connected and should be turning with the cylinder and piston. The functionality of the grips is verified. Verify the correct welding of the membrane, color and aspect. Cylinder assembly. Piston must be fixed by the safety sleeve. Needle housing should rotate clockwise and tip of the cannula must be observed. Cannula length (with a caliper gauge). Functionality and piston welding test: quality and functionality of the membrane is verified after be welding and penetrated by the cannula. To avoid needle exposure, it is important to hold onto the white part of the injector before engaging/disengaging. Do no touch the blue part: if grips of the safety sleeve are removed from their place, the injector is activated and cannula causing needle exposure. The injector must be removed pulling it back: if it is removed without doing this the grips are removed from their place and needle exposure happens. If the injector has been forced while engaging, the grips can also get damaged. Conclusion: the grips of the injector are damaged and also the protector. Based on the information described by (B)(6) report and taking into account the description of the complaint, it seems that the defects in both devices were caused by a bad disconnection of the injector. The damaged on the grips caused the exposure of the needle, and it seems likely that the leak was also caused by the bad handling of the devices. As the lot is unknown, the DHR and retained samples cannot be checked.